Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope had lines appear. The issue occurred during a therapeutic laparoscopic surgery while patient was sedated. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the metal part of the distal end had a scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: repeated use and external factors/handling applied physical stress to the metal part of the distal end, resulting in the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.